Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported 2 months after the dental implant and temp hybrid were placed in (B)(6) site 26 in the mouth, the implant had not achieved osseointegration in type iii bone. Clinician reports poor bone quality, pain, mobility, bleeding and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4)

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported 2 months after the dental implant and temp hybrid were placed in ada site 26 in the mouth, the implant had not achieved osseointegration in type iii bone. Clinician reports poor bone quality, pain, mobility, bleeding and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.